Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient developed swelling around the abutment site and was treated with the antibiotics (date and duration not reported). Implanted device remains.

Manufacturer narrative:
The correct 510(k) number is k121317, not k955713 as previously reported. The correct implanted date is (B)(6) 2016, not 02/08/2016 as previously reported. (B)(4).